Event description:
Noticed asymmetry of breast's worsening and painful hard breast tissue. Capsular contracture with sickness and fatigue with breast implant sickness symptoms. These were showing farther back and I reviewed this with my various doctors, obgyn, oncologist and primary care, who recommended monitoring symptoms. Finally my well women exam doctor recommended I have a consultation with my surgeon asap due to noticeable changes from the past few years breast exams and expressed his concerns. Annual tests included noticed wear of implant edges curling, said may want to review with doctor. FDA safety report ID# (B)(4).